Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. The lens was a zxr00 25.0 diopter intraocular lens (iol) with serial (B)(4). Furthermore, the patient's visual acuity at their one week post-operative visit with the doctor was 20/40 uncorrected and 20/30 corrected. There was no incision enlargement or vitrectomy performed. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided. Model number: zxr00, expiration date: 10/18/2021, serial (B)(4), UDI (B)(4), catalog number: zxr00u0250. If implanted, give date: (B)(6) 2017, if explanted, give date: (B)(6) 2017. Device manufacture date: 10/18/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. The lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) is planned to be explanted due to patient complaints of glare. No additional information was provided.